Event description:
It was reported that during a lap right hemicolectomy, the clip which was placed on the thin vein slid and fell off the blood vessel when a sonosurg was activated. Although bleeding occurred, an endo clip (covidien) was used to stop the bleeding. The amount of the bleeding was unknown. Blood transfusion was not required. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.